Event description:
The reporter stated that she had gotten the er1 message the previous month, but could not remember any specifics. She reported that she had retested, and that her meter had not shown er1 since. She further reported that she regularly performs control solution tests and the proper meter cleaning technique.